Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2008. A visual inspection of the device revealed no apparent defects. After further investigation it a membrane failure. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
There was no patient involved in this event device switching on automatically.

Event description:
There was no patient involved in this event device switching on automatically.